Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change on an ilet system using an inset 6 mm, 23 in infusion set (lot: 6005874), the user experienced hyperglycemia with blood glucose rising to 468 mg/dl for approximately 3¿4 hours, which resolved after another supply change; the user reported the cannula was not bent and there were no device alerts or alarms. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary elevation of blood glucose that returned to range without backup therapy, ketone testing, or medical intervention. Investigation included complaint intake review and user troubleshooting and education regarding infusion set replacement and monitoring. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with no confirmed device malfunction, and resolution occurred after replacing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and could not be linked to a confirmed device failure.